Event description:
It was reported that the patient with this pacemaker experienced a severe spasm between heart beats in the last 18 months ago post threshold testing and subsided 6 weeks prior current checked up. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.